Event description:
Factory analysis of a returned power management pcb board revealed a component failure that may result in the unit shutting down during use in normal ventilation operation. Upon loss of power, a power fail alarm will activate and alternative ventilation should be provided.